Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized and treated with gentamicin and cefazolin (dosages, route, and frequencies not reported) for the event. The patient was discharged from the hospital the next day and eventually recovered from the peritonitis. Dianeal therapy was discontinued due to the peritonitis and the patient was placed on hemodialysis. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c05031 and h14a25033. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up report will be submitted. (B)(4).